Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that on (B)(6) 2022 their device was implanted. The implant lead made loops and backed out of the sacrum. The leads were replaced and the battery was reused on (B)(6) 2022 since it was a five-year battery and it was used for such a short period of time. They were unable to acquire a prior authorization from insurance company that would allow them to acquire a 10 year battery. Their doctor tunneled the lead. They had the implant on program 4 and intensity 4 with no problems and working smoothly.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2hj70); product type: 0200-lead; implant date (B)(6) 2022; explant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.